Manufacturer narrative:
The reported 180 degree cuff stitch left has not been returned for examination. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the tip broke during use from the inserter. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force during use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 180 degree cuff stitch left intended for use in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage. The distal tip has broken off of the shaft and was not returned for examination. The shaft is also bent. The break area shows no material voids , however it does show evidence of plastic deformation. The condition of the device indicates it was subjected to excessive forces during use. Per the device instructions for use as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgical procedure, when the suture technique was performed, the forceps broke inside the patient. The pieces had been removed from the patient. There was a back up device available and no patient injury or other complications were reported.